Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had blank display. The blood glucose level was at unknown the time of incident. Customer also reported that insulin pump had failed battery test. Customer states the contacts on the battery cap are neither missing nor damaged. Display did not return after pump restart. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test, sleep current measurement, active current measurement and displacement test. No failed battery test noted during testing. Hardware low level failures confirmed in the pump history due to moisture damage at the keypad flex fingers. During visual inspection, electronics stack and force sensor was corroded.